Manufacturer narrative:
Device analysis report attached. This report is submitted on march 08, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to extrusion of the receiver/stimulator. It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experiened an infectiuon at the implant site and was treated with antibiotics (specific type and duration not reported). This report is submitted onapril 13, 2023.